Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the provided product and lot combinations found no related deviations or anomalies. Requests for additional investigational inputs were made. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/11/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and inflammation. Lab results indicated metal ion levels below 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:8/11/2015.